Event description:
During the sij fusion procedure, a piece of the cutting element of the first decortication device broke during deployment. The surgeon verified by x-ray that he was in the joint before advancing the decorticator, turned multiple times, and felt the tip break. The surgeon decided to leave the piece embedded in the joint.